Event description:
Lead management case to extract three leads due to cied system/pocket infection. All leads were prepped with llds and the physician began lasing with a 16f glidelight. The laser extracted the rv lead without difficulty; however the patient¿s blood pressure began to drop. Drugs were administered and the blood pressure came up and there was no sign of injury on echo. The ra and lv lead were extracted with steady traction. The blood pressure again decreased without evidence of bleeding on echo. An x-ray indicated a blood effusion in the pleura so a sternotomy was performed revealing a tear in the svc. The patient lost a lot of blood but survived the intervention.

Manufacturer narrative:
This follow-up report is being submitted with updated information, to include: the serial number of the device and to update the status of the patient. The patient passed away on (B)(6) 2015. Catheter investigation summary: the glidelight laser sheath involved in this event was received and evaluated by a cross-functional engineering team. Visual inspection of the device found it to be in excellent condition. A review of the device's manufacturing history found no issues during the manufacturing process that would have caused/contributed to an adverse event.

Manufacturer narrative:
Evaluation pending, follow up will be provided with device evaluation. (B)(4). Placeholder.